Event description:
It was reported that caller experienced continuous glucose monitor error 42 while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received step-by-step guidance to perform pump reset, and after reset pump no longer displayed cgm error, with no further issues reported.